Event description:
The user facility reports one incident of a cut in the pump segment tubing. This was found approx 30 minutes into hemodialysis treatment. Due to potential for contamination the blood line and dialyzer were discarded resulting in ebl = 250cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.